Event description:
A malfunction alarm referred to as malfunction 12 was reported, but there were no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. The technical support team decided to replace the pump since the customer had experienced the same malfunction at least three times. The customer was advised to put the pump into storage mode before returning it using a pre-paid label, and a replacement pump was arranged to be sent. The customer acknowledged these instructions and agreed to use their current pump as a backup to ensure continuous insulin delivery.